Event description:
Additional information received reported the implantable neurostimulator (ins) was completely discharged. The power on reset (por) was not able to be cleared and normal charging could not be done. Further surgery was planned to change the ins. The patient had resumed their initial pain treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found not significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after a physician mode recharge (pmr) recovery, the total recharge count is 54. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to a power on reset (por). The device was recharged for 2hours 18 minutes and the battery charged from 2.710v to 3.515v. The battery discharged to the lock mode on (B)(6) 2014. The typical duration of the last 3 patient recharge sessions was 1.5hours, typical interval 0 days, and the typical coupling is 50%. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge started automatically during a physician mode recharge. The recharger had full coupling and the ins recharged for 5 hours and 25 minutes from 2.155v to an end voltage of 4.040v.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) suddenly stopped over the past weekend. There was a coupling issue, unknown battery depletion, and the ins was out of service. The patient had less than 50 percent therapy relief and pain at the device pocket. Communication was impossible with the patient programmer, recharger, and clinician programmer. The patient met with a manufacturing representative on the day of this report and a forced recharge was done. After the forced recharge and ¿the count, it was stuck on 0.¿ the clinician programmer was then able to communicate with the ins and the programmer displayed a message to recharge the ins. A power on reset (por) was displayed and recharging was not able to be done. Three different rechargers were tried. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2014 to see if the ¿ins had returned.¿ on the day of the appointment the patient was not able to recharge the ins and the por was still present. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.